Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting eos message on their recharger (37751) since probably a month or two ago. Patient said they called their doctor and told them the stimulator was not working and was told to call medtronic. Agent reviewed meaning of eos and redirected patient to their healthcare provider to further address the issue. Patient mentioned their back seemed to be okay now, but they were concerned if it would hurt to leave the ins in their body if it wasn't working; agent reviewed. No symptoms were reported.